Event description:
It is reported by pt's attorney that pt underwent a right hip arthroplasty on (B) (6) 1999. Post op, he experienced pain due to the subsiding of the stem into the femur. A revision took place on (B) (6) 2006.

Manufacturer narrative:
(B) (4). Eval summary: no product has been returned for eval. No x-ray after primary surgery showing the orientation of the construct has been made available. However, subsidence of femoral stem may be caused due to the lack of biological fixation between the femoral stem and the bone. The pain might have been caused due to the instability of the stem. No info has been provided regarding the condition of the bipolar shell/liner after retrieval. Based on the limited info available, no definite cause can be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.